Event description:
A physician reported that during a cataract procedure, the phacoemulsification handpiece exhibited with no aspiration and there was no system message displayed. As a result of the use of the handpiece two patients experienced mild corneal edema. The patients are recovered from corneal edema. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Correction: there was a poor phacoemulsification.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).